Event description:
A report was received that during a trial lead explant, the physician broke the lead. A portion of the broken lead was left inside the patient. The patient was referred to a different physician, to remove the portion of the lead that was left inside the patient.